Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failed alarm. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The investigation is ongoing.